Event description:
During remote follow-up, far p oversensing and post-sensed t-wave oversensing were observed on the device. Abbott technical support was contacted and confirmed the event. No intervention has been performed at this time. The patient was in stable condition.